Event description:
Stretcher located at off site repair warehouse with note stating not working. No injury reported.

Manufacturer narrative:
Technician found stretcher at off site repair warehouse with note stating not working found two foot casters not holding, brake working properly but swivel was not holding in place replaced two brake casters to resolve this issue.